Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Analysis identified three application sessions. The user selected the spinalfusion workflow in the first session and the tumorresectionoptical workflow in the subsequent sessions. In the first session, repeated infrared interference warnings are suspected to have been observed across multiple tools, with frequent fault raise and clear cycles indicating unstable optical tracking conditions. A tool geometry conflict warning (ndi warning code: 3) is suspected to have been present. Tcp communication exceptions, including port open failure and invalid ip/hostname errors, are suspected to have occurred, indicating intermittent connectivity issues with the optical localizer. A motion detection warning between the tracker and reference frame is also suspected. These conditions are suspected to have contributed to intermittent tracking behavior, including loss of tracking and flickering instruments. Based on additional field information, the ethernet cable inside the camera arm mast was reported to have been heavily crimped and subsequently replaced, which is suspected to have contributed to the observed communication degradation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the 9735843 ethernet cable, lot 250430 was returned for evaluation. No issues were found with the returned ethernet cables. The cables passed a continuity test with no opens or shorts. Codes c19, d14, and previously reported b01 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, lot number: unknown product ID: 9735737, software version: 2.1.0 h3,h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. H6: code g05001: camera is applicable to the camera. Code g02008: computer software is applicable to the computer software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a posterior spinal fusion procedure. It was reported that they were unable to track any instruments, including the reference frame, during verification and navigation. There was no amber light on the camera, and the instruments would occasional flicker. The issue was bypassed by using another camera cart. It was noted that this was a third occurrence. Troubleshooting was performed. Technical services (ts) had the site take a picture with the navigation system and did not notice any dead spots in the picture that the navigation system took. The site was instructed to call ts while the issue was happening so they could troubleshoot live. Between all three cases called in, ts did not see that any troubleshooting was performed over the phone or noted from the site. This issue caused an unknown surgical delay. The impact on the patient's outcome was unknown.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735843 ethernet cable, serial lot/sw version: - h2 additional information: updated b5, d10, h6, and additional codes. H3, h6: the system was serviced in the field by a medtronic representative. The ethernet cable were replaced to resolve the issue. Codes b01, c07 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ethernet cable inside the camera arm mast was heavily crimped. It was reported that this issue caused a 5 minute surgical delay. There was no reported impact on patient outcome. The cable was replaced.